Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that up and down buttons were intermittently unresponsive for several months, and keypad was torn over the ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/02/2013-device evaluation:the pump has been returned and evaluated by product analysis on 09/13/2013 with the following findings:the keypad was found to be torn and lifting from the bottom edge to the ok button. Evaluation revealed the up arrow, down arrow, and contrast buttons are unresponsive. The ok keypad button is intermittently responsive and difficult to push. There was evidence of keypad contamination found under all key contacts. The up arrow button key contact is inverted. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. The battery compartment is cracked from the opening to the primary seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.